Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization .lot release records were reviewed and the product met all acceptance criteria.

Event description:
The patient reported that on (B)(6) 2015 she had to be hospitalized in the ICU for diabetic ketoacidosis with her blood glucose reading of 671 mg/dl. The pod was removed and discarded. They placed her on an insulin drip. She stayed in the hospital and was released on (B)(6) 2015.